Manufacturer narrative:
Additional information: there was no reported delay to the procedure due to this issue. A medtronic representative went to the site to test the equipment. It was reported that the polaris spectra system control unit (scu) for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect scu was returned to the manufacturer for evaluation. A check of the event log revealed an intermittent history of the position sensor current being out of position. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, following registration, the camera of the navigation system emitted a beeping noise and then became unrecognized. The error light on the camera became illuminated. The navigation system was restarted which did not resolve the reported issue. The reported issue occurred during a cranial resection, the procedure was completed with magnetic type. No additional information was provided. There was no impact on patient outcome.